Manufacturer narrative:
Health effect: impact codes: f2203, imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported, "discrete amount of fluid bordering the implant". And "rounded appearance, with some ripples". Treatment with zafirlucaste was chosen.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported for right side "capsular contracture grade IV", "rupture", "inflammation", "lot of pain under the arms, which irradiates down, and whole arms are painful" and "displacement", "risk of breast lymphoma (bia-alcl)", "axillary adenopathy". "The device remains implanted. Concomitant medications: puran® 125 mcg.

Manufacturer narrative:
The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown and rupture.

Event description:
Patient reported for right side "capsular contracture grade unknown", "rupture", "inflammation", "lot of pain under the arms, which irradiates down, and whole arms are painful" and "displacement". The device remains implanted.